Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported the insulin pump had alarmed motor error. Customer's blood glucose was unknown. The device alarmed during fixed prime. The device was not dropped and it wasn't exposed to a strong magnetic field or MRI. Customer was unable to rewind the device. Customer was advised the device needed to be replaced and agreed to return the device for analysis.

Manufacturer narrative:
The insulin pump was received stuck in the motor error loop during bolus and basal delivery. The motor was tested outside of the device and passed; the motor may have had an intermittent failure that was not detected during our testing. The insulin pump passed displacement, rewind, basic occlusion and prime/a33 tests. The insulin pump has cracked battery tube threads, cracked reservoir tube lip, minor scratched lcd window, cracked reservoir tube and cracked belt clip slot.